Manufacturer narrative:
The event occurred on an unspecified date in 2019. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of transfer sets leaked at the patient connector; further described as "wet" clothes. This occurred during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no allegation for the adapter. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.